Event description:
The initial cochlear implant surgery reportedly went well and testing performed confirmed that the device was functioning. X-rays were taken (exact date not given) and the surgeon was reportedly concerned about the electrode array placement. The x-ray did not reveal the electrode array position due to the angle it was taken. Another x-ray was taken (exact date not given) and it revealed that four electrodes were out of the cochleostomy and the electrode had only 180 degree penetration with respect to entrance of the electrode into the cochleostomy. In 2003, repositioning surgery was performed. There was no need to remove the electrode. The surgeon elected to push it in once the muscle tissue was out of the way. The surgeon then sealed the cochleostomy again the device remains implanted. X-rays taken afterwards were reviewed by the surgeon. Device integrity measurements showed the device was functioning.